Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and gel bleed.

Event description:
Healthcare professional called, to report left side capsular contracture, baker grade IV. And left side exchange of textured devices, due to patient's concern with product. Device was explanted. Later, healthcare professional reported, signs of left side significant gel bleed confirmed, intraoperatively.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints codes are: capsular contracture: unable to observe as it is not related to the device. Anxiety-product/procedure: unable to observe as it is not related to the device. Gel bleed: not observed since no gel is out of the device and the weight is within specification. As per the investigation procedure, deformation, wear abrasion and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: a5, a6, b1, b5, d9, e1, h3, h6.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV and left side exchange of textured devices due to patient's concern with product. Healthcare professional later reported signs of left side significant gel bleed confirmed intraoperatively. Device has been explanted and replaced.